Event description:
Pump turned off mid transfusion of vasopressin. Patient bp dipped while changing pump. Pump alarmed system error 105. This did make an audible sound.

Event description:
Pump turned off mid transfusion of vasopressin. Patient bp dipped while changing pump. Pump alarmed system error 105. This did make an audible sound.

Event description:
Pump turned off mid transfusion of vasopressin. Patient bp dipped while changing pump. Pump alarmed system error 105. This did make an audible sound.